Manufacturer narrative:
This report is based solely on device analysis. No information to suggest a device related adverse event or product problem was received. If additional relevant information is received, a supplemental report will be submitted. Product event summary: manufacturer's analysis indicated that the radiofrequency head failed uplink tests and had a delaminated device label. The head's cable and label were replaced. The head passed final functional and system tests. (B)(4).

Event description:
The radiofrequency head, originally returned as an associated device, subsequently tested out of specification during manufacturer's analysis. There was no patient involvement.